Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: (B)(4); patient - (B)(6): site reported grade 3 filter leg interaction with ivc on 12 month CT. At the index procedure on (B)(6) 2015 the patient received a celect filter. The inferior vena cava (ivc) diameter at the intended filter location was 20.2 mm. There were large anomalous bilateral veins (at cava l3 to azygous and hemiazygous), and no thrombus noted in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast, however, filter legs did appear outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram reported no ivc anatomic anomaly or thrombus present. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 21.9 mm. There was no evidence of filter deformation or migration. Filter tilt was 1.7 degrees in the ap view. There was no extravasation of contrast but filter legs did appear outside the column of contrast after filter placement. On (B)(6) 2016 (372 days post-procedure), the 12 month post-procedure CT was completed which revealed grade 3 filter leg interaction with ivc. Patient outcome: the patient remains in the study.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. (B)(4). Summary of investigtional findings: a celect-pt filter was deployed in an infrarenal location with insignificant tilt. Follow-up approx. One year later demonstrated still no significant tilt, but two grade 3 filter interactions with the ivc wall with primary legs extending to and abutting the duodenum and the aorta, as well as a grade 2 interaction of a primary leg. The remaining primary leg and the secondary filter legs demonstrated grade 1 interaction. There are no symptoms reported related to these perforations. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: at the index procedure on (B)(6) 2015 the patient received a celect filter. The inferior vena cava (ivc) diameter at the intended filter location was 20.2 mm. There were large anomalous bilateral veins (at cava l3 to azygous and hemiazygous), and no thrombus noted in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast, however, filter legs did appear outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram reported no ivc anatomic anomaly or thrombus present. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 21.9 mm. There was no evidence of filter deformation or migration. Filter tilt was 1.7 degrees in the ap view. There was no extravasation of contrast but filter legs did appear outside the column of contrast after filter placement. On (B)(6) 2016 (372 days post-procedure), the 12 month post-procedure CT was completed which revealed grade 3 filter leg interaction with ivc. On (B)(6) 2016 (400 days post procedure) the 12 month x-ray was completed which revealed filter tilt of <6 degrees by site. Analysis revealed no filter fracture, deformation, or embolization. There was 36.6 degrees of filter tilt in the lat view. Patient outcome: the patient remains in the study.